Manufacturer narrative:
The reported failure of the system printed circuit assembly and blower assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging a ventilation inoperative alarm occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, motor shutdown, was observed on the device's error log. The manufacturer's service technician further evaluated and determined the devices system printed circuit assembly (pca) and blower assembly had caused the ventilator inoperative alarm to occur on the device. In conclusion, the device's system pca and blower assembly were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system pca and blower assembly were replaced to address two additional error codes, motor controller force shutdown and motor flux magnitude runtime, that were observed on the device's error log. This was unrelated to the reportable issue. The fio2 sensor needs replacing due to a failure of the fio2 sensor verification test step failing on the device. This was unrelated to the reportable issue. The in-line proximal filter was replaced for contamination unrelated to the reportable issue. The device was upgraded to software version 1.06.10.00. The device passed all final testing.